Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was found to be prefired and engaged in interlock. The reload was unloaded from the instrument without difficulty, and loaded into an instrument for functional testing. The interlock was overridden and the reload was applied to test media. All staples were placed, and test media was cleanly transected. Functionally, the reload interlock was tested and found to function properly. It was reported that the jaws of the device remained closed on tissue after firing, and the device was difficult to unload. The reported issues could not be confirmed. The most likely cause could not be established from the information available. This issue may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. It was also reported that the device did not fire. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the anastomosis of the colon on a right colectomy, the stapler shoots two times without problem. On the third shot, after the correct assembly of the reload, pressing the pusher points on the trigger, it did not fire, and the device jaws locked on tissue. The surgeon forced the opening with a clamp to remove the instrument. It was also noted that the surgeon had difficulty unloading the reload from the handle. The surgeon took another handle and reload to complete the case. There was no patient injury.